Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded and there was blood in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed tip damage (flared), and a pinhole in the balloon material that was located at the distal edge of the distal makerband. The reported balloon rupture was confirmed.